Event description:
A company called (B)(4) distributes oxygen cylinders to the retirement community that my mother-in-law is in. She is in hospice care. I have been in the medical gas industry for 38 years. The cylinders have repeatedly been delivered empty and none of the cylinders have caps or rings with the cylinders. It looks as though airgas fills the cylinders. The last cylinders delivered had blue duct tape wrapped around the valves. Duct tape has hydrocarbon products involved in its manufacture. This is an ongoing issue.